Event description:
Our rep is reporting that during a routine post-op follow-up examination for a shoulder repair, an x-ray was taken. It was noted that both the versalok anchor and the panalok rc used 4 weeks previously for the original repair had migrated out of the bone hole into the joint space. A revision surgery has yet to be scheduled. [This MDR is directly associated with 1221934-2007-00234, same case is also associated 1221934-2007-00230, 1221934-2007-00231, 1221934-2007-00233 & 1221934-2007-00236. This is via the fact that all of these events emanate from the same facility and the same surgeon.]

Manufacturer narrative:
We have just been made aware of this event and we are gathering information towards clarity. A follow-up report will detail our findings.